Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, upon opening the sterile package, the foam, hemopro 2 device and accessory kit were not in the box. The plastic clamshell and accessory kit tray were the only items in the packaging. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the packaging as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. This review confirmed that all product and packaging components staged for this lot were consumed; therefore, we are unable to confirm the customer's report that there were items missing. A replacement was provided as a customer accommodation. (B)(4).